Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received a shock on (B)(6) 2024. On (B)(6) 2024 patient received more than 100 shocks, which left the ICD battery depleted and at eos. She was admitted to hospital. Per patients request, home monitoring had been disabled in (B)(6) 2024, due to the cost. System remains implanted, but explant will be done in the near future and patient has requested not to have a replacement. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 device explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 device explanted. Upon receipt, the ICD was interrogated, revealing the eos battery status, 174 charging cycles were recorded in the devices memory. Eos battery status has been active since the 27th of april 2024. The amount of charge extracted from the battery was verified, conforming consistency with the displayed eos status. The analysis of the shock holter data showed that an amount of 128 charging cycles was performed by the device within 2 hours. As a result of that fast successive charging the eos battery status had occurred. The devices memory content was thoroughly inspected. Analysis of the available iegms revealed noise signals in the right ventricular channel, which triggered multiple charging cycles, some of which resulted in shock deliveries, as described in the complaint. In conclusion, the memory content of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. There was no indication of a device malfunction.